Manufacturer narrative:
(B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion.

Event description:
This information was found during post-marketing surveillance of gore® tag® thoracic endoprosthesis in (B)(6). Date gore aware of the event will be the date nihon gore acquired information that reasonably suggests a reportable adverse event may have occurred. On (B)(6) 2010, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt4020/7887765, tgt4020/8116343) to repair a thoracic aortic aneurysm. Final angiography showed no endoleak. The patient tolerated the procedure. The preoperative aneurysm measured 72mm. On (B)(6) 2011, six month follow-up imaging showed that the diameter of the aneurysm was 50mm. No endoleak was reported. On (B)(6) 2013, follow-up imaging showed that the diameter of the aneurysm was 58mm. No endoleak was reported. The cause of the aneurysm enlargement is unknown. On (B)(6) 2014, the patient reportedly died in a different hospital. The cause of death is unknown. No further information is available.